Event description:
Reporter indicated that a vns dell x5 computer with 8.1 version software was freezing on the 'interrogation successful' screen. Reseating the flashcard did not resolve the issue. The computer and flashcard have been returned and are pending analysis.

Event description:
Analysis of the computer and flashcard was completed. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The computer performed according to functional specifications. The flashcard and software performed according to specifications. During the analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.